Manufacturer narrative:
During the follow up with the patient, they stated that they were not sure if the leak was from the patient line of the homechoice cassette or the patient extension set at the connection point. Device code (B)(4) and component code (B)(4) are being removed since the cause of the event could not be verified as a use error and due diligence could not determine which component had leak. Evaluation conclusion code (B)(4) is being replaced with (B)(4). Correction to previously reported use error cause and the associated labeling statement. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date in follow-up (B)(4) is being corrected from (B)(6) 2017 to (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This is a report of a use error where the patient used a sharp object during the opening of the carton or over pouch which resulted in a leak in the patient line tubing. A leak in the tubing is a known cause for this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. The patient used a sharp object during the opening of the carton or over pouch and a leak in the patient line tubing was noted. The renal therapy service agent (rtsa) assisted the patient in ending the therapy and removing the cassette. The rtsa advised the patient that the homechoice was ready to set up with new supplies. The patient stated that they would use manual exchanges to drain and complete the therapy. The rtsa reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.